Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The information provided to sjm indicated the 8f angio-seal sts plus vascular closure device was selected for use following a 70 minute percutaneous coronary intervention (pci). A pre-deployment angiogram was performed from the front side revealing a mildly calcified, 7 mm in diameter vessel. The common femoral artery was punctured at the distal side of the inguinal ligament at a 30 to 45 degree angle in a retrograde approach. It was noted that during the deployment of the angio-seal, the tamper tube was advanced quickly and deeply. Hemostasis was not achieved and manual compression was held for 20 minutes. Two days later, the patient felt pain in the lower extremity and an acute occlusion was suspected. A percutaneous transluminal angioplasty (pta) was performed. Blood flow was recovered.